Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, the patient developed diarrhea. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, loading dose, intraperitoneally (ip). Pd therapy was ongoing. It was unknown if the diarrhea was resolving. The peritonitis was resolving. A causality statement was not reported for the diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.